Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies.. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having an infection. Through additional follow-up, the patient¿s pd nurse confirmed the patient had peritonitis. It was reported that on (B)(6) 25, the patient was seen in the outpatient pd clinic for symptoms of abdominal pain and cloudy effluent. The patient had a pd culture obtained (the same day) which grew the bacteria enterobacter cloacae. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin and ceftazidime (dose unknown) for peritonitis. However, the pd nurse stated that the patients¿ abdominal pain persisted. As a result, on (B)(6) 2025, the patient was admitted into the hospital for peritonitis infection. It was stated that the patient underwent removal of the pd catheter (not a fresenius product) with a finding that the patient¿s omentum was causing a blockage. Furthermore, the patient was transitioned to hemodialysis and treated with vancomycin, fluconazole and ceftazidime (dosing unknown) intravenously (IV). Subsequently, on (B)(6) 2025, the patient was discharged from the hospital continuing outpatient hemodialysis with IV antibiotics with hemodialysis treatment. The patient has reportedly recovered from the event. The pd nurse was not able to identify the exact cause of the peritonitis. The nurse states the patient denied a breach in aseptic technique. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.

Manufacturer narrative:
Additional information: d.9., h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage on heater tray.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.system air leak test passed.valve actuation test passed.a simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported having an infection. Through additional follow-up, the patient¿s pd nurse confirmed the patient had peritonitis. It was reported that on (B)(6) 2025 the patient was seen in the outpatient pd clinic for symptoms of abdominal pain and cloudy effluent. The patient had a pd culture obtained (the same day) which grew the bacteria enterobacter cloacae. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin and ceftazidime (dose unknown) for peritonitis. However, the pd nurse stated that the patients¿ abdominal pain persisted. As a result, on (B)(6) 2025, the patient was admitted into the hospital for peritonitis infection. It was stated that the patient underwent removal of the pd catheter (not a fresenius product) with a finding that the patient¿s omentum was causing a blockage. Furthermore, the patient was transitioned to hemodialysis and treated with vancomycin, fluconazole and ceftazidime (dosing unknown) intravenously (IV). Subsequently, on (B)(6) 2025, the patient was discharged from the hospital continuing outpatient hemodialysis with IV antibiotics with hemodialysis treatment. The patient has reportedly recovered from the event. The pd nurse was not able to identify the exact cause of the peritonitis. The nurse states the patient denied a breach in aseptic technique. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.